Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc and experienced symptoms including fatigue, bloating, hair loss, joint pain, feels like throat almost closes, and general unwellness. The patient also reported impaired healing post-operatively, noting that several of her wounds reopened shortly after surgery, and that she occasionally will still find sutures protruding from the skin. The patient also tested positive for breast cancer on the left side in 2016 via a mammogram. All other tests performed returned negative results. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.